Event description:
Patient on insulin tested his blood glucose as 147 mg/dl on suspect device. About 30 minutes later patient was being revived by emergency medical technicians who could not get a reading on their meter because blood glucose was so low. Patient was given glucose intravenously and went home. Controls were run on the suspect device and they were out of range.